Event description:
Complainant alleged that during a routine inspection of the device by a state inspector, the unit returned a "no shock advised" determination for a ventricular-fibrillation rhythm generated from a simulator (model unk). The complainant indicated that there was no pt involvement in the reported malfunction.